Event description:
It was reported that the pump touch screen was cracked and unreadable. It was also reported that the customer administered a mealtime bolus but did not eat the appropriate amount of carbohydrates that were entered into the bolus menu. The customer's blood glucose (bg) level was displayed as "low" on the glucose monitor. Customer consumed carbohydrates to address bg. The customer reverted to an alternate method in insulin therapy.